Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - vantage. (B)(6). It was reported that in (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2024, the patient had imaging performed and revealed severe aortic regurgitation. On (B)(6) 2024, a 25mm navitor valve was selected for implant in a valve-in-valve case. The navitor valve was successfully implanted and the patient tolerated the procedure well. Post-procedure, the patient experienced bilateral generalized anterior chest wall and bilateral shoulder pain that radiated to both arms, st elevation, and left main leaflet obstruction. A stent was placed and the patient was placed on antiplatelet medication. On (B)(6) 2024, the patient experienced asymptomatic hypotension and was given an IV fluid bolus. On (B)(6) 2024, the patient experienced tachypnoea of unknown cause. They were asymptomatic, but became breathless on (B)(6) 2024. An x-ray was performed and suggested bilateral pleural effusions/fluid overload. IV furosemide was administered to resolve the event. The patient has been discharged.

Manufacturer narrative:
An event of incomplete coaptation (leaflet obstruction) resulting in angina, atrial fibrillation, hypotension, dyspnea, pleural effusion, myocardial infarction, surgery, and medication was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported incomplete coaptation (leaflet obstruction) could not be conclusively determined. Causes for the reported angina, atrial fibrillation, hypotension, dyspnea, pleural effusion, and myocardial infarction could not be conclusively determined. The reported surgery and medication are the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Crd_1003 - vantage. Au4668 - 622 (B)(4). It was reported that in 17 aug. 2016, a 25mm trifecta valve was implanted. On (B)(6) 2024, the patient had imaging performed and revealed severe aortic regurgitation. On (B)(6) 2024, a 25mm navitor valve was selected for implant in a valve-in-valve case. The navitor valve was successfully implanted and the patient tolerated the procedure well. Post-procedure, the patient experienced bilateral generalized anterior chest wall and bilateral shoulder pain that radiated to both arms, st elevation, and left main leaflet obstruction. A stent was placed and the patient was placed on antiplatelet medication. On (B)(6) 2024, the patient experienced asymptomatic hypotension and was given an IV fluid bolus. On (B)(6) 2024, the patient experienced tachypnoea of unknown cause. They were asymptomatic, but became breathless on (B)(6) 2024. An x-ray was performed and suggested bilateral pleural effusions/fluid overload. IV furosemide was administered to resolve the event. The patient has been discharged.